Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported connection issue with their evoke closed loop stimulator (cls). Troubleshooting was performed, which confirmed that the cls was able to communicate with the charger but unable to connect with evoke patient controller (epc) and evoke clinical interface (ci). A revision procedure was performed to replace the cls and resolve the reported event. The patient reported that magnetic resonance imaging (MRI) was obtained for unrelated knee pain prior to the reported event. The MRI was confirmed to be completed in accordance with the manufacturer MRI guidance.